Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between the sensor glucose and blood glucose readings. Customer had low alarms when her blood glucose was not low. Customer received the threshold suspend yesterday. Customer did not have her tester and reacted to the sensor glucose information by taking carbs. When the customer finally checked her blood glucose, it was 500 mg/dl. Customer declined to speak to the helpline.